Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. This failure was intermittent so the bag/vent switch was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit was not able to switch to mechanical ventilation mode from manual mode during a case. The patient was manually ventilated to complete the case. No report of patient injury.